Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: correction on field: d10 (clv-290 was inadvertently omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that water intrusion into the endoscope may have temporarily caused connecting failure since air leak was observed in the device. The event can be [reduced/prevented] by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿, inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported, the colonovideoscope monitor screen did not display, and e315 (incompatible scope occurred). The issue occurred during preparation for an colonoscopy procedure completed with a similar device. There were no reports of patient harm.